Event description:
Activation buttons and/or wiring of the plasmablade device reversed; when cut is activated, the coag screen is lit up on the generator indicating coag mode is active and when coag is activated the cut screen is lit up on the generator indicating cut mode is active. The issue occurred prior to the start of the case, therefore, no patient impact or injury. An additional device was utilized on the same generator and the issue was not repeated.

Manufacturer narrative:
Product event #(B)(4) testing performed: complaint device: device: plasmablade 4.0 product code (sku): ps200-040 serial / lot number: (B)(4), expiration date: 2016/09 quantity returned: 1 visual inspection: manner in which device was shipped: device was returned in single shipper envelope (with reinforced bubble wrap lining) the device was double bagged. It was contained within a single ziplock bag which was sealed within a biohazard bag only the tyvek lid and tip protector were returned along with the device. The tray, display box, literature material, and plastic holster were not returned. Because the tyvek lid was returned, the part number and lot number were confirmed to match those with the reported event in (B)(4). Device visual inspection: the device appeared completely clean and unused, including the tip. There was no observable charring of any material, tissue, or blood at the end of the tip. The device appeared that it was not activated in a surgical environment. This corroborates with the reported event. Both the cut and coag buttons had tactile feel. It was confirmed that the yellow cut button and blue coag button were in their correct location, so the hypothesis that these were swapped is disproved. Functional inspection: the following equipment was used during the functional investigation: pulsar ii generator eqp 6794, calibration due date: (B)(6) 2014 bypass connector eqp 7058, calibration not required digital multimeter ¿ eqp 681, calibration due date: (B)(6) 2014 the pulsar ii generator was identified as the generator used in the reported event, therefore this is the generator utilized in the investigation activities the device plugged into pulsar ii generator. Upon connecting the device the generator gave an e5 ¿end of life¿ error code. This corroborates with the reported event that the device has already been plugged in and activated. The bypass connector was used to allow the device to be connected to the generator. When the cut button was engaged, the coag function was activated on the generator; conversely when coag button was engaged, cut was indicated as activated on the generator. In order to confirm that the indicated activations were truly reversed, the device was partially submerged (=50%) in a 0.9% saline solution and activated to observe the response. The plasmablade device was activated per sections 8.2.6.4 (a. And b.) Of 42-10-1020 rev b, work instructions for complaint investigations ¿ disposable devices. It was confirmed that when the cut was engaged, the ¿glow¿ produced along the edge of the tip matched a coag response, and when the coag was activated, the tip demonstrated a cut response ¿glow¿ in the saline. The responses matched what was indicated on the generator, albeit inverse to the intended response. Using a digital multimeter (dmm) the continuity was checked from the pins on the connector plug of the device to the tip by measuring the resistance readings. See figure 1 below for orientation of the pin locations. It was confirmed that the circuit from the pins to the pin are swapped for cut and coag. When cut button was engaged, pin 2 (coag signal) showed resistance reading of 1.7 ohms when coag button was engaged, pin 4 (cut signal) showed resistance reading of 1.6 ohms. Note: electrical continuity is required to be less than 10 ohms resistance for the button circuits per product specifications and quality plan - plasmablade 4.0, 31-10-1368 rev a, section 4.28. Each circuit met this requirement, but was still reversed. The device was cracked open in order to identify where the circuit is crossed over examining the pcb of the cable assembly it was observed that the green and white wires were not soldered in the correct locations; they were swapped. See figure 2 and figure 3 below. According to the cable assembly drawing: cable assembly plasmablade sa-50016 rev f: note 2.b.1.d states: one green insulated wire to be soldered to hole labeled ¿grn¿ on pcb note 2.b.1.e states: one white insulated wire to be soldered to hole labeled ¿wht¿ on pcb see figure 4 below, from cable assembly drawing sa-50016 rev f the investigation confirmed that the green and white wires were incorrectly soldered to the pcb in reversed locations. Lhr review: a review of the lhr for lot revealed that there were no issues during manufacturing that can be associated with the reported complaint. Operation step 60.3.1 is functional test / firing test (cut and coag). There was a quantity of two devices scrapped at this operation step, but no details are contained within the lhr that capture the failure mode for scrapping. Therefore it cannot be confirmed that the devices scrapped at this process step were related to the reported event. Because the device is activated by a generator, this is the most likely process step that would identify the reversed cut/coag failure mode, though the procedure does not require the operator to check that the button pressed matches the activation indicated on the generator. Continuity is checked at operations step 70.3.2 (for cut) and 70.3.3 (for coag). Neither of these steps had reported scrap. The test method and fixture does not differentiate which circuit is being activated, it only ensures that the continuity meets the requirements for resistance readings (which the device did in this case), and therefore the continuity testing would not be able to detect this failure mode. Investigation conclusion: the complaint is confirmed and the device is out of specification. The investigation confirmed that the green and white wires of the cable assembly were incorrectly soldered in the reversed locations. The pcb indicates which wire should be attached at the solder locations with a printed ¿grn¿ for green and ¿wht¿ for white. This incorrect configuration corroborates with the observed failure mode, i.e., swapping the green and wires would cause the cut button to activate coag and vice versa. The cable assembly is not manufactured by flextronics; it is a sub-assembly received in through the supplier. Process step 60.3.1 (see lhr) requires the device to be activated in saline for both cut and coag, but does not require the operator to determine whether the button depressed corresponds to the desired activation response; therefore this manufacturing test would not catch the failure mode. Continuity testing would also not catch this failure mode as it does not differentiate between cut and coag activation, just that activation meets the resistance requirements. (B)(4).

Event description:
Activation buttons and/or wiring of the plasmablade device reversed; when cut is activated the coag screen is lit up on the generator indicating coag mode is active and when coag is activated the cut screen is lit up on the generator indicating cut mode is active. The issue occurred prior to the start of the case, therefore no patient impact or injury. An additional device was utilized on the same generator and the issue was not repeated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Eval, method, results, conclusion: product received by manufacturer and pending inspection. Product event: (B)(4).